Event description:
It was reported that while testing on biofire with bd bactec¿ plus aerobic/f culture vials (plastic) a false positive for acinetobacter was obtained. Confirmatory culture was performed and there was no growth. Result was reported, and there was no patient impact. The following information was provided by the initial reporter: patient 7 of 7. It was reported that acinetobacter resulting on biofire for positive 442023 bottles lot 1160562, but it does not grow in culture. Please provide the date this patient was tested on the biofire: (B)(6) 2021. Was biofire result dual positive? Yes. Acinetobacter only. Was any organism seen on the gram stain for this bottle? Yes. If so what was the organism reported? Gram negative coccobacilli. Did any organism grow in culture? Moraxella. Was the acinetobacter reported out for this patient? Yes. Was the patient treated for the acinetobacter? No.

Manufacturer narrative:
H6: investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing on biofire with bd bactec¿ plus aerobic/f culture vials (plastic) a false positive for acinetobacter was obtained. Confirmatory culture was performed and there was no growth. Result was reported, and there was no patient impact. The following information was provided by the initial reporter: patient 7 of 7 it was reported that acinetobacter resulting on biofire for positive 442023 bottles lot 1160562, but it does not grow in culture. *please provide the date this patient was tested on the biofire: (B)(6) 2021. *was biofire result dual positive? Yes. Acinetobacter only. *was any organism seen on the gram stain for this bottle? Yes. *if so what was the organism reported? Gram negative coccobacilli. *did any organism grow in culture? Moraxella. *was the acinetobacter reported out for this patient? Yes. *was the patient treated for the acinetobacter? No.